Event description:
It was reported that continuous glucose monitor displayed an error message associated with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support provided complete pump reset instructions, guided caller through reset, and after reset pump did not display the error message again.